Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. The history showed additional motor error alarms. The blood glucose reading was normal and did not require medical treatment.